Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bolus calculation recommended by the pump was inaccurate. Customer did not deliver the bolus. Blood glucose was 264 mg/dl. Tandem technical support requested customer review personal profiles; however, customer abruptly ended the call. Although multiple attempts were made by tandem technical support to obtain additional information, the customer did not reply.